Manufacturer narrative:
(B)(4). Method: the warmer head assembly of the complaint iw930jeu baby control cosycot infant warmer was returned to fisher & paykel healthcare (fph) service (B)(4) for repair. After the repair, the defective warmer head housing and the old style upper harness connector were forwarded to fph in (B)(4) for further inspection. Results: visual inspection revealed that one side of the upper head casing had multiple cracks. Delamination and crazing of the plastic shell were also evident. There was also dirt on the dome portion of the upper head casing. A part of the lower head casing broke off. It was also observed that the harness connector housing was slightly discoloured. Conclusion: it is likely that the cracking and crazing observed on the warmer head housing are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The defective warmer head assembly was repaired and the discoloured harness connector housing was replaced at the fph service centre. The repaired warmer head assembly was returned to the healthcare facility after it passed the performance and electrical safety tests specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw930jeu baby control cosycot infant warmer had cracked. No patient consequence was reported.